Event description:
A report was received that a patient was experiencing difficulty charging her implant after having pocket revision surgery. The physician determined that the implant was placed too deep after multiple chargers were unable to locate the ipg. The patient will be having a pocket revision, but it has not yet been scheduled.